Event description:
On (B)(6) 2015 the end user reported that the device caused an allergic reaction, her doctor stated that the device caused infection in her eye (the device was holding up her eyelid).

Manufacturer narrative:
(B)(4). The end user provided additional information stating that the event remediated, symptoms corrected after she stopped using the product.

Manufacturer narrative:
Conclusions not completed, unable to confirm with the user if product was intentionally misused. Product is not designed for holding eye-lid. Follow-up report shall be sent.